Event description:
It was reported that during implant, the lead impedance was high. Lead was repositioned and lead impedance was still high. Lead was not used and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. Normal analysis. No anomaly was found.